Manufacturer narrative:
The device was received above elective replacement indicator (eri) level. Device image indicated that voltage was above eri level during the whole implant duration and eri was falsely triggered due to auto capture being enabled, and device was pacing at high output mode at times. Further analysis was performed and no anomaly was noted. A longevity calculation was performed and found that implant duration exceeded 75% of total projected longevity indicating normal battery depletion.

Event description:
During a follow-up in clinic, a premature elective replacement indicator (eri) alert was noted on the device despite the battery voltage being normal. The device was explanted and replaced. The patient was stable.